Manufacturer narrative:
Patient weight not provided. The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced ongoing bleeding from the gums and poor dentition. The patient had a dental extraction on (B)(6) 2020. Prior to dental extraction, the inr was measured to be greater than 2. After the extraction, the inr level was measured to be 1.7. The patient's driveline was noted to be slightly erythematous without fever or leukocytosis. The subject felt pain around the driveline site. Cultures were obtained but no growth was noted. No further information was reported.

Manufacturer narrative:
Manufacturer's analysis conclusion: a specific cause for the report of infection and bleeding could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 left ventricular assist system instruction for use lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.